Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented with a threatened erosion of his left inflatable penile prosthesis (ipp) cylinder; as it was out of the corpus cavernosum, but still under skin. Therefore, the ipp was removed and replaced. The explanted ipp was functional. There were no patient complications.